Manufacturer narrative:
(B)(4). Date sent: 09/07/2004. Information is unavailable; device was not returned for eval.

Event description:
It was reported that during the cholecystectomy procedure, scissoring at first firing. Another device was used to complete the case. No pt consequence. The product will not be returned.